Event description:
Customer reported blood glucose results of 206 mg/dl, 99 mg/dl, and 124 mg/dl within 10 mins on the aviva system. Customer reported no symptoms, self-treated based upon 206 mg/dl. No adverse event reported. A request was made for the return of the system, replacement was sent.